Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. In order to fully investigate the reported development of iol deposits, add'l info has been requested from the reporting healthcare professional. The healthcare professional has been asked to provide info on the iol implantation surgery, any other surgical procedures that the pt may have undergone since iol surgery and if applicable, a list of substances that may have come into contact with the iol in the add'l surgical procedures, any relevant pt medical history and concomitant medications. To date, no info other than that provided, has been provided to rayner. W/o the ability to examine the device and w/o clear event details being provided, a root cause is extremely difficult to ascertain. Any add'l info rec'd by rayner and the results of any further investigation performed, will be provided in a f/u report.

Event description:
Rayner intraocular lenses limited rec'd notification from the (B)(4) distributor of an event that occurred following implantation of a c-flex 570c intraocular lens (iol). The distributor in their notification to rayner stated that the healthcare professional had observed the development of deposits on the lens seven yrs post-operatively.